Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a recurring no delivery alarm of the insulin pump. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was 147 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.